Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On january 24, 2024, the reporter of the lay user/patient contacted lifescan (lfs) india, alleging that the patient¿s onetouch select simple meter was reading inaccurate high compared to the patient¿s feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation of the initial email and on additional information obtained during a call back with the patient. In the initial email, the reporter claimed that since approximately 20 days it was noticed that the subject meter gave ¿almost 50 per cent higher readings than actual¿. In response, the patient increased their diabetes medication and felt their glucose level going down and ¿sudden collapsed¿. During a call back with the patient, it was reported that the alleged inaccuracy issue began 10-12 days prior to the call with lfs. The patient received blood glucose readings of around ¿250 - 300 mg/dl¿ on the subject meter after meals. The patient also stated that they received unspecified high readings while fasting. The patient manages her diabetes with glycomet 1.0 (twice a day) and her doctor advised her to also take amaryl 2 mg/3 mg tablets depending on how high her glucose is. The patient stated that due to the subject meter continuing giving high readings, she took glycomet 3.0 (instead of glycomet 1.0) and also took an amaryl tablet at an unspecified date and time. This change in medication was taken for 3-4 days in duration. After this change in medication, at an unspecified date in the evening, the patient obtained a blood glucose reading of ¿170 mg/dl¿ on the subject meter, before a meal. In response to this reading, the patient decided not to have a meal. An unspecified time later, the patient felt that her glucose level was going down and she started ¿feeling low¿. The patient self-treated with milk and felt better. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of diabetes medication based on alleged inaccurate high results obtained with the subject meter.